Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine with concentration 50 mg/ml at a dose rate of 8.5 mg/day, bupivacaine of unknown concentration at an unknown dose rate, and clonidine of unknown concentration at an unknown dose rate via an implantable for non-malignant pain. It was reported that a catheter dye study was previously performed; however date of the study and results were unknown / not specified. A physician stated that regarding the dye study they were not completely convinced the catheter was working as it should, so they were going to replace the whole catheter. As per a company representative, she was only scheduled for the catheter replacement that day. It was further noted however that a physician decided to explant both the catheter and the pump. During the planned catheter replacement procedure on (B)(6) 2016, when they got to the pocket, a surgical bandage noted as being a raytec bandage was discovered. The physician stated that the raytec bandage was from a previous surgery. The bandage was deep in the pocket and it was unclear if it was there from the patient¿s implant procedure or from having her kidney removed, as the surgery was done from the front of this patient. It was noted that either way, the physician was not comfortable leaving the pump in the pocket and so she then removed it and a drain was put into the pocket in the event that it got infected. Due to the discovery of the bandage, the physician de cided to not replace the explanted devices with a new catheter or pump at this time. The explanted devices were to be replaced however in the future. The physician requested assistance from a general surgeon during the case in order to fully remove raytec bandage. The general surgeon had placed a jackson pratt (jp) drain in the pump pocket site. The explanted catheter and pump were disposed of at the facility by the hcp. The issue was noted as having resolved at the time of the report. The patient was also without injury regarding their status as of (B)(6) 2016. The physician wanted to re-implant the patient, but she had not heard back from another physician or the patient. The company representative was to see the physician on (B)(6) 2016 and further follow-up wasplanned to occur at that time including why the dye study was initially performed, what symptoms the patient had, and onset of event/issue. The drug lot number of the pump medications and other medications (oral, etc.) The patient was receiving at the time of the event were unable to be obtained. The following additional information has been requested which was not available at the time of this report: onset/date of event, clarification of the event / what alerted the user or patient that there was an issue, symptoms experienced, cause of event, and troubleshooting / diagnostic tests performed including results of the dye study. If additional information is received, a follow-up report will be submitted.